Event description:
The surgeon inserted a 12.6 mm micl 12.6 implantable collamer lens. Upon insertion into the eye the lens would not unfold. The lens was removed without enlarging the incision. The same lens was reloaded back into the cartridge and the lens was inserted into the eye for the second time and again the lens would not unfold. The lens was removed without enlarging the incision. No patient injury. The cause of the lens not unfolding was due to, too much viscoclastic used. Surgery was not completed. Surgery is going to be re-scheduled for another date. During a post-op visit the patient is doing fine. This is the second of two lenses for the same patient. See MFR. Report # 2023826-2006-00539.